Event description:
It was reported that the charging pad for an ilet system was not functioning, as the indicator light continuously blinked across multiple outlets and the ilet did not charge despite repositioning, leading to shipment of a replacement charging pad and a replacement belt clip. Symptoms included hyperglycemia and urinary frequency. While waiting for replacement, user reverted to back up therapy using long-acting insulin. Outcomes included the need for troubleshooting support and replacement supplies, with no alerts or alarms reported and no medical intervention reported. Investigation included customer interview, device troubleshooting, and logistical review. Investigation of this case revealed a charging accessory failure consistent with a non-charging condition. It was concluded that the issue was related to the charging pad and resolved by replacement and education.